Event description:
It was reported that customer experienced past occlusion alerts and was unable to perform troubleshooting at time of report. There was no reported impact to the customer¿s blood glucose level. Customer planned to call back when ready to complete troubleshooting, however, they did not and tandem technical support attempted to follow-up but no response was received.